Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent valid altitude alarms due to the altitude difference between living on a mountain and driving down the mountain for work. The customer's blood glucose (bg) level ranged between 250-300mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer is able to clear the alarm and resume insulin delivery.